Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump became frozen on the "prepare for fill" screen, and the customer was unable to clear it. Customer's blood glucose level was 389 mg/dl, which was addressed with a correction bolus via the pump. During troubleshooting with tandem technical support the screen was able to be cleared and insulin delivery resumed.